Event description:
It was reported that the bd maxzero¿ needleless connector connector had leaked. The following information was provided by the initial reporter: when the head nurse in the special needs ward used it for the patient, it was found that there was leakage at the connection with the PICC screw, which did not cause any harm to the patient.

Manufacturer narrative:
A mz1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21115371. The feedback provided by the customer indicates leakage was detected at the connection between the male luer of the maxzero component and a PICC line. As part of the feedback the customer provided a photograph of their experience. From the analysis of this photograph it is not possible to determine the exact location of the leakage; furthermore it was not possible to identify any product defects or manufacturing issues which could have caused or contributed to the customer¿s experience. A review of the production records for lot 21115371 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.